Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing, - 2 devices were found to be affected by a wear problem, 1 device evaluation is in progress. Product disposition: 2 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly leaking; 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status not confirmed 1 reported event was not confirmed during testing.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact.